Event description:
The hospital reported that vasoview hemopro 2 was unassembled inside the sterile packaging right out of the box. It was never used on the patient; they opened up another kit and moved forward with no issues. There was a 2 minute delay. Per the photo, it shows that the cannula inside the sterile packaging housing was apart.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 08/12/2025. A photo was received and attached to the record. A photographic inspection was conducted and it appears that the cannula was detached. An investigation was conducted on 8/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside the opened plastic protective carrier. The outside product packaging was not returned for evaluation. The cannula handle was observed to be in two pieces in the plastic protective carrier. There were no visual defects observed on the intact harvesting device. Based on the returned condition of the device reported, the reported failure "detachment of device or device component " was confirmed. An manufacturing engineering evaluation was conducted. A visual inspection was performed. The complaint was confirmed for the reported failure of "detachment of device or device component". Upon initial observation it was determined that the sterile barrier had been breached and the evh universal packaging tray had been removed from the tyvek pouch. It was also observed that the evh cannula handle subassembly was detached from the evh cannula subassembly. The detachment of the evh cannula handle subassembly and the positioning within the tray did not allow the evh universal lid to fully close. This indicates that the evh universal lid had been removed once the evh universal tray had been removed from the sterile pouch. The evh cannula handle subassembly can be detached from the evh cannula subassembly with applied force and it can also be snapped back into place. The detached evh cannula handle subassembly was mated and affixed back unto the evh cannula subassembly and there were no defects or irregularities noted. The manufacturing engineering evaluation performed on november 14, 2025 determined the root cause of the reported failure "detachment of device or device component" was due to user error where the evh cannula handle subassembly was detached from the evh cannula subassembly. The objective evidence determined that the tyvek pouch was unsealed and the evh universal tray was removed from the sterile barrier. Further evidence demonstrated that the evh universal lid was not able to fully closed over the evh universal tray. The detached evh cannula handle subassembly was mated and affixed back unto the evh cannula subassembly with no defects or irregularities noted. The lot # 3000439557 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event or the analyzed failure.

Event description:
N/a